Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system while the she was trying to rewind the insulin pump. She stated that the device was not recognizing the reservoir in the insulin pump. She reported that insulin was squirting out during the manual prime because the piston continued to move forward. The customer's blood glucose was over 300 mg/dl. The caller checked for ketones and treated with a bolus. Upon troubleshooting, the customer stated that she was unable to perform a manual bolus into the air, as the insulin pump was stuck in the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a stained display cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.